Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), and a fall resulting in bruising. The cause of low bg was unknown; however, customer was using lymujev for insulin therapy. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous saline. No information was provided regarding the release date; however, customer indicated no permanent damage was sustained. System check with tandem technical support confirmed that the pump was functioning as intended.